Event description:
The patient stated that the keypad buttons were sticking. The issue reportedly began about two months prior to contacting animas and worsened over time. She said the buttons were intermittently activating pump functions when pressed. The patient denies cleaning the pump. The patient said the keypad was intact and not peeling or torn. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. Evaluation revealed contamination under the keypad button contacts. The keypad buttons were intermittently activating pump functions when pressed. The buttons do not click or spring back normally and contamination was observed under all button contacts. The button contact at the up arrow button is inverted.